Event description:
It was reported that this implantable pacemaker recorded a fault code voltage too low for projected remaining capacity during interrogation. Boston scientific technical services (ts) suggested to have the device replaced. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a fault code voltage too low for projected remaining capacity during interrogation. Boston scientific technical services (ts) suggested to have the device replaced. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.